Event description:
When the device was being opened to the sterile field it was discovered the tip of the device had been lodged in the sealed part of the packaging and tip had been thermally sealed to the package. Item retained by rm [risk manager]. Ref t11x8 lot 30378613 exp 2028-11-09.